Event description:
During a remote follow up, far field r- wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.